Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. The physician replaced the ipg with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned.

Manufacturer narrative:
Exact date unknown, event occurred six months from the date the manufacturer became aware of the event.